Event description:
A facility director reported a patient experienced increased intraocular pressure (iop) following exposure to nitrous oxide gas during a non-ophthalmic procedure (kidney stones removed) after having this product used in a previous ocular surgical procedure. The patient's increased iop was treated with topical drop therapy and an intravitreal tap. Increased iop resolved following treatment. The facility reported that patient was wearing the appropriate wristband alert; however, it was not seen by the healthcare providers prior to the procedure.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Batch production records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. The package insert states, "severe elevated iop that has been known to result in vision decrease and blindness if nitrous oxide is administered during a subsequent surgical or dental procedure with a gas bubble present in the eye." It also states, "following use of this product and prior to discharge, warn the patient of the following information present on the patient warning card and bracelet." This patient was reported to have been wearing the appropriate warning bracelet at the time of the subsequent procedure where nitrous oxide was used and increased iop was experienced.